Event description:
Medtronic received information that 3.5 years post-implant of this transcatheter bioprosthetic valve, the patient presented with increased chest pain, shortness of breath, abdominal pain, and symptoms of heart failure (murmur, acrocyanotic bilateral extremities, and edema of the lower extremities). An echocardiogram indicated a peak gradient of 57 mmhg, mean gradient of 31mm hg. Moderate to severe aortic stenosis was suggested, with a valve orifice area of 0.62 cm2. A severely dilated left atrium was noted. At the patient's request, no intervention was performed. Twelve days later the patient died. It was reported that the death was related to the valve. An autopsy was performed and the device was explanted.

Manufacturer narrative:
Medtronic received additional information that 3.5 years post implant the patient also had mild aortic regurgitation. Also the patient death date was changed from (B)(6) 2015 to (B)(6) 2015.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, one leaflet was slightly stiff but flexible. The other two leaflets were stiff due to coagulated blood on the outflow. All leaflets were intact. All commissures were intact. Pannus extended into the inflow to the inflow margin of attachment adjacent to all cusps. Pannus extended into the outflow, over the frame extending to two commissures. Coagulated blood was observed along the outflow margin of attachment extending into two leaflets. (B)(4).

Manufacturer narrative:
The product has not been returned for analysis, however, the return is anticipated. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)